Event description:
The initial reporter received a questionable elecsys anti-hbs ii (anti-hbs ii) result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was 13.59 iu/l (weak reactive). The first repeat result was 9.77 iu/l. The second repeat result was 9.09 iu/l. The repeat results were close to the cut-off value and confirmed that the patient sample was negative for anti-hbs ii.

Manufacturer narrative:
The serial number of the customer's cobas 8000 - cobas e 602 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration and qc data and the results were within specifications. The investigation noted that special wash settings were not installed in the module correctly. The investigation determined the event was consistent with incorrect/missing special wash settings for the assay. Product labeling states "cobas e 601 and cobas e 602 analyzers: make sure that in the special wash list (screen utility special wash immune) the elecsys anti-hbs ii assay is combined with all assays performed on the analyzer: from test elecsys anti-hbs ii; step - 1; to test - each other assay; step 0 - x; step 1 - x; step 2 - x. If new tests are installed make sure that the special wash list is updated accordingly." The investigation determined the reagent is performing within specifications as the calibration and qc were within range at the customer's site. The investigation did not identify a product problem.